Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical interventions. Device issue: no device malfunction has been reported. It was reported via a trial that the vision stent had restenosed and was treated with a xience stent in 2008. This was noted based on the pt's history of metallic stent placement in the proximal right coronary artery (rca), date unk. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the pt's effect of restenosis, as listed in the vision instructions for use (IFU) and the no-fault risk assessment, is a known potential adverse event associated with coronary stenting procedures and is not necessarily and indication of a product quality deficiency, in this case, there was no report of any product malfunction identified at the time of the procedure and the restenosis was successfully treated with placement of a xience v stent. Ultimately, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. However, there is no indication of a product quality deficiency.